Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿exposed wires( copper)¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device wires were exposed on the cable (exposed copper) . There was no allegation of patient death or serious injury. Most of the protector is missing due to the cord got caught on the bed exposing wires.